Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the white tissue pad began separating from the end effector. Another like device was used to complete the procedure. There was no patient consequence.